Event description:
The epg (external pulse generator) was returned for annual calibration and repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the main printed circuit board to be electrically out of specification and the interconnect flex to be mechanically out of specification. The ring cover was also noted to be broken.